Event description:
On (B)(6) 2011, the reporter, the patient's wife, contacted animas to report the insulin pump had a loss of prime on (B)(6) 2011. On (B)(6) 2011, the patient obtained the vibration alarm and message noting loss of prime. The patient disconnected the cannula, reprimed the pump and changed cartridge and infusion site. The patient noted his subsequent blood glucose levels were lowered afterwards. On (B)(6) 2011, the patient obtained blood glucose readings greater than 500 mg/dl after lunch. The patient experienced the symptoms of shortness of breath, chest tightness and heartburn. The patient was taken to the emergency room, where he was treated with four units insulin and admitted to the hospital. The patient did not receive any diagnosis of dka. During the troubleshooting telephone call, it was confirmed the patient's technique and reagent handling were correct, there were no leaks or air bubbles seen, and the total daily delivery of insulin corresponded correctly to the basal and bolus rates. The patient returned the pump to animas. Evaluation revealed the pump accurately delivered the total amount of insulin as programmed, the two loss of prime events were confirmed in the pump's history, all pump priming and loading functions performed correctly, no loss of prime events occurred during testing, and there were no pump deficiencies found. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the loss of prime events occurred, and received emergency medical attention and hospitalization. Therefore this complaint is being reported.

Manufacturer narrative:
The patient returned the pump to animas. On (B)(4) 2011, evaluation revealed the pump accurately delivered the total amount of insulin as programmed, the two loss of prime events were confirmed in the pump's history, all pump priming and loading functions performed correctly, no loss of prime events occurred during testing, and there were no pump deficiencies found.